Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 06:03:13. During night drain cycle three, the patient's ultrafiltration reading was 1550ml, indicating the home patient (hp) drained 1250ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up will be submitted.